Event description:
It was reported that the patient was admitted to the emergency department, (B)(6) 2020, with worsening generalized weakness and fatigue. Patient tested positive for ecoli esbl. Patient is status post endoscopic cholangiopancreatography (ercp) with biliary stent removal on (B)(6) 2020. The scopes that were used with the patient during three recent procedures were sequestered by the infection control team and cultured by the sites in-house laboratory. The scopes cultured negative for any growth. The referenced scope was returned to the service center, however the investigation is in progress. In addition, the scope will be forwarded to an independent laboratory for additional microbial testing. If additional information becomes available this report will be supplemented accordingly.